Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the product instruction for use (IFU) as a no-fault post-procedure effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported via trial that during the procedure in the mid left anterior descending artery, pre-dilatation was performed and a 2.5x18 rx promus stent was implanted. Following deployment of the stent, a grade a dissection was noted distal to the stent. A 2.5x12 rx promus stent was deployed for treatment of the dissection. Post dilatation was performed with 0% residual stenosis. The dissection was considered resolved without residual effects. One day post procedure, the patient was discharged. Dual antiplatelet therapy was prescribed. No additional information was provided.